Event description:
Spontaneous. Patient reported that she is only able to withdraw 2 ml out of her 3ml vials. She has been using it for 7 days now and each vial is short 1 ml. No missed dose or adverse event reported; unknown if available for return; unknown if md aware. No further information provided. Reported to (B)(6) by: patient / caregiver.